Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on with two charged batteries installed. The customer advised that they had received this device back, unrepaired in (B)(6) 2015 from a printing issue and placed the device into storage. Upon examination of the device, the device would no longer power on. The device powered on when evaluated by physio-control in (B)(6) 2015. There was no patient use associated with the reported issue.

Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer to verify resolution of the reported issue, and no response from the customer appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.